Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was difficult to close and open completely. A field service engineer replaced the drawer rails to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was jammed and unable to close completely. The customer reported that the malfunction occurs when the user was tried to issue medications to a patient. There were no adverse events or injuries reported based on this event.